Manufacturer narrative:
H11. Additional narrative/data the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 19mm 11500a aortic valve is under evaluation for a valve-in-valve procedure after an implant duration of two (2) years and five (5) months due to halt and early degenerative aortic stenosis. The patient presented with acute on chronic chf. The procedure was performed with a 23mm 9755rsl transcatheter valve. Per medical records, the patient was placed on warfarin for halt, and not for afib. This is a 80-year-old female with a past medical history of s/p avr (B)(6) 2023), severe tricuspid valve regurgitation, coronary artery disease s/p CABG x 3 (B)(6) 2023), atrial fibrillation with rvr s/p laa ligation (B)(6) 2023), supraventricular tachycardia, prolonged qt (on amiodarone), chronic diastolic heart failure, hypertension, hyperlipidemia, tachy-brady syndrome s/p dual-chamber pacemaker implantation (B)(6) 2025), ascending aorta aneurysm.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). Thrombosis is a condition in which blood coagulates and creates what is commonly known as blood clots. Thrombosis can cause life-threatening conditions requiring immediate medical attention. Bioprosthetic valve thrombosis (bpvt) is one category of bioprosthetic valve dysfunction and is an increasingly recognized complication of tissue valve prosthesis. Bpvt usually occurs late after implantation and can be further categorized into two subcategories: clinical valve thrombosis (cvt) and subclinical valve thrombosis (slt). Subclinical leaflet thrombosis (slt) is described as a thin layer of thrombus that can involve one or all three leaflets, with typical appearance on mdct as a hypo-attenuating defect of the leaflets, also called hypo-attenuating leaflet thickening (halt). Halt is a known potential risk associated with the use of bioprosthetic heart valves, which is included in the instructions for use (IFU), and there is no evidence to suggest a manufacturing non-conformance or defect contributed, thus no further evaluation is needed. This event will be included in ongoing monitoring and trending. Neither a product risk assessment (pra) nor corrective or preventive actions (CAPA/scar) are required at this time because no triggers are met. Based on the information available, the most likely cause is patient factors. A device history record (DHR) review was performed, and no relevant non-conformances were identified. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.